Event description:
Pt status post angiography of critical right iliac stenosis. Perclose device used for closure. 2nd suture failed to deploy. Unable to remove device. Taken to operating room for removal without further incident. No harm to pt.